Manufacturer narrative:
On (B)(6) 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. Additional devices listed in this report: cat: dwd171, aequalis reversed 25mm baseplate, long post serial #: (B)(4). Cat: dwb995, aequalis reversed lateral insert 36x12mm, serial #: (B)(4). Cat: vdv118, aequalis reversed compression screw 4.5x18mm, serial #: (B)(4) and serial # (B)(4). Cat: dwd126, aequalis reversed locking screw 4.5x26mm, serial #: (B)(4) and serial #: (B)(4). Cat: ebo101, cement restrictor ø24 mm, serial #: (B)(4). Cat: dwb945, aequalis reversed cemented stem 9x100mm, serial #: (B)(4). Cat: dwb960, aequalis reversed cemented metaphysis 36mm, serial #: (B)(4). A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. Infection can be related to several reasons: a previous surgery, a sub-acromial dead space, a poor sterile technique, more fragile patients or younger male patients who have a greater risk. After checking the sterile md release sheets of the complaint parts, no issue has been reported. All concerned results were compliant. No other complaint has been reported since today regarding infections with parts of the same lots implanted and regarding the traceability history of the lots. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
On (B)(6) 2015: rsa for rotator cuff tear. On (B)(6) 2016: suspicion of arthritis with suppuration. Data of crp, inflammation test, was 7. On (B)(6) 2016: for the arthritis with suppuration, insert, sphere and baseplate were removed, and surgeon did debridement and filled with a cement including antibiotics without implants replacement.